Manufacturer narrative:
Section 'device' information references the main component of the system. Other relevant device(s) are product ID: 3889-28, lot# va15z0k, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the implanted device never helped control their symptoms. Patient also reported that they were having a lead revision. No further complications were anticipated or reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the implanted device never helped control their symptoms. Patient also reported that they were having a lead revision. No further complications were anticipated or reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that the information was incorrect as they did not get a lead revision. No further complications were noted or anticipated.